Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the pump alarmed with high pressure message displayed on screen. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.